Manufacturer narrative:
Pump was received with pump error 38 alarm during rewinding due to corroded motor home switch. Unable to perform the self test, sleep current measurement, active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 38 alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone reported that the customer was not able to rewind and prime. The customer¿s blood glucose level was 190 mg/dl at the time of the incident. Customer stated that no low battery alarm in history. The insulin pump will be returned for analysis.